Manufacturer narrative:
After the incident arjo technician visited the customer to collect additional information. The attempt to recreate a reported detachment was unsuccessful. Additional information will be provided in a follow-up report.

Event description:
Arjo was notified about an incident involving arjo maxi sky 2 ceiling lift and passive clip sling. It was reported that at the beginning of the transfer one of the leg clips detached from a spreader bar attachment point (lug). Following information collected, the patient made "abrupt and involuntary movements". There was no patient's fall nor injury reported. Please note that the reported detachment occurred twice with the involvement of the same patient and the same device. Therefore, the second incident will be investigated in a separate report under 9681684-2020-00076 number.

Manufacturer narrative:
Please note that customer's address, patient and initial reporter details were updated. Arjo was notified about an incident involving arjo maxi sky 2 ceiling lift and passive clip sling. The ergotherapist stated that the clip detached during transfer. There was no patient¿s fall nor injury reported. No more information regarding the alleged clip detachment was made available to arjo. After the incident arjo representative visited the facility to collect more information. No malfunction with maxi sky 2 device was reported. An attempt to recreate a reported detachment was unsuccessful. Due to the limited information received, it was not possible to determine the circumstances or the root cause of the reported incident. The passive sling clip instruction for use warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process: according to the procedures provided in the instruction for use (04.sc.00): ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ "to avoid injury, always assess the patient prior to use." To sum up, arjo ceiling lift and clip sling were used as a system for a patient transfer when one of the clips detached and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the allegation of the clip detachment during transfer.